Event description:
As the physician applied the cautery using the erbe icc, it appeared that more cautery than usual occurred and the machine did not make the usual sounds that it makes during a polypectomy procedure. The physician immediately discontinued the cautery and the erbe icc machine was exchanged and the procedure continued.